Event description:
The customer stated discrepant results were generated between the closed and open mode on the cell-dyn sapphire. A hemoglobin result of 6.41 g/dl was generated in closed mode and when retested in open mode, the value was 10.6 g/dl. There was no report of impact to patient management.

Manufacturer narrative:
The customer stated the vent assembly unit had not been replaced since (B)(4) 2011. A field service engineer replaced the vent assembly unit and the instrument was performing within specifications. From the scatter plots and histograms made available, it can be concluded that the analytical parts of the instrument (both optical and impedance measurements) appeared to be working fine, and the problem happened most likely before any cells/components were being analyzed in the "autoloader mode". Given the fact that replacement of the vent assembly unit seems to have solved the problem, it can only be assumed that pre-analytics (the pneumatic system driving the sample through the system for analyzing) played a role in this case. The data contained band and ig population flags; these flags are displayed for a particular parameter or group of parameters if the system's evaluation of measurement data indicates the potential presence of an abnormal or immature subpopulation. Any suspect population flag displayed for the specimen results from a new patient should be validated using the appropriate reference methodology, which can include a microscopic examination of the blood film. The customer stated that system initiated message (sim) 0093 - short sample was not generated for this specimen; however, it had been generated for another specimen. Sim 0093 - short sample appears if three consecutive samples have insufficient aspiration as determined by rbc, hgb, and mchc results. The red cell parameters are used as an indicator system for short sampling; all parameters should be reviewed. Before the analyzer halts, one to three samples can be aspirated after the third consecutive short sample. Therefore, the data must be reviewed for all the parameters for all the samples from the first short sample to and including all samples after the sim was initiated. In this case, the instrument performed, as designed. The customer also indicated that the vent assembly unit had not been replaced since (B)(4) 2011. The cell-dyn sapphire system operator's manual suggests that replacement of the vent assembly should be performed at least every 5,000 autoloader cycles to maintain optimal performance. Based on the event details and investigation, no product deficiency was identified with the cell-dyn sapphire. The instrument performed as designed.

Manufacturer narrative:
(B)(4); no consequences or impact to patient. (B)(4); low test results an evaluation is in process. A follow-up report will be submitted when the evaluation is complete. An evaluation is in process..